Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and non-tortuous superficial femoral artery. A 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilation. However, during the inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported.